Event description:
New information notes that new firmware was successfully downloaded and the device was restored to normal operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the ER for vt. The device was found to be in backup vvi mode. It was noted that the patient had received external defibrillation earlier in the day. Additional tests were recommended and the physician decided to disable hv therapy. Device remains implanted and patient will be monitored.